Event description:
A report was received that the patient's lead was eroding through the skin. The physician decided to revise and during the lead revision, he noticed fluid and pus at the lead site. The physician decided to explant everything and prescribed IV antibiotics for the patient.